Manufacturer narrative:
Investigation summary: the customer reported that the silicone part of the extension broke at the pump during the infusion of the diet which caused the feeding set to leak. There was no patient harm/injury reported. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. As part of this review, the dimensions of the tubing and mistic connector were reviewed, and all were found to be in specification. Lot and failure mode trending review performed did not identify any related trends. Current quality process controls/inspection procedures are in place and were reviewed. The sampling of this lot prior to release was found inside specification. A potential root cause of the confirmed detachment at the mistic connector is possible user misuse. The IFU states when loading the feed set to ¿grasp black ring retainer and gently stretch tubing around rotor and insert retainer into right pocket. No further action will be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the silicone part of the extension broke at the pump during the infusion of the diet which caused the feeding set to leak. There was no patient injury.